Event description:
It was reported that the pump touchscreen was delayed in responding to touch inputs and required multiple presses to work. There was no reported impact to the customer¿s blood glucose level. Customer declined follow-up contact, no additional troubleshooting was performed, and no further information was received regarding outcome of event.